Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received in the not deployed position. Attempts to download the data were unsuccessful. During internal inspection all battery voltages were measured to be below the expected range and evidence of fluid corrosion was observed on the pcb. No further corrosion was found in the device. It could not conclusively be determined if this corrosion contributed towards data loss and battery power loss. The timing and cause of these findings could not be conclusively determined. No damages or defects were observed that would contribute to a needle mech failure. Without the download data it could not conclusively be determined what prevented the deployment.